Event description:
It was reported that a patient presented with a suspected cardiac perforation on the right ventricular lead. No adverse symptoms were noted with the presence of the perforation. The lead was repositioned on (B)(6) 2025. No adverse patient consequences were reported.